Event description:
Fastenator installation tool was reported as not deploying the anchors while in use in surgery. Upon evaluation of returned tool and anchors, a piece of one of the anchors was broken off and missing. The hosp can not answer as to the location of the missing piece. Co is therefore taking the conservative approach and filing.